Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. E2013037. Total number of events - 87. Physiomesh - 1. Physiomesh oval - 1. Proceed* multi-layer laminate mesh - 2. Prolene polypropylene mesh - 47. Prolene polypropylene mesh unknown product - 21. Ultrapro mesh - 5. Vicryl polyglactin 910 mesh - 10.

Event description:
It was reported that a patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. Following the procedure, the patient experienced pain, erosion of internal bodily tissue and underwent multiple surgeries and revisionary procedures. No further information is available.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: 04/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Additional h-6 patient codes: 2275, 3191- nocturia. Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2016 through (B)(4) 2016.